Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency therefore we are unable to provide an UDI number or model and unable to confirm the product is part of the recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that while using the u by kotex sleek tampons fell apart leaving pieces behind. Additionally, she felt itching and burning-like sensations upon removal, for up to four days after last use.